Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint can be observed on the returned photo. Photo was provided of the company lens advanced to the nozzle entry area of a company cartridge. The leading haptic was tucked in the optic fold. The trailing haptic was extended back. Trailing haptic placement is a manual step conducted by the end user. The haptic may unfold if there is excessive delay before advancing. The instructions for use (IFU) instructs using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. Based on our observation of the attached photo, the iol appears to be advanced to the nozzle entry area of a company cartridge. The leading haptic was tucked in the optic fold. The trailing haptic was extended back. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of trailing haptic would not fold in the cartridge. The surgery was completed with backup intraocular lens. There was no patient contact. Additional information has been requested.